Event description:
It was reported that the implantable cardiac monitor recorded one asystole episode that revealed loss of contact (undersensing) and about six asystole episodes which were false episodes due to oversensing. Because the storage memory of the device is rolling, only three asystole episodes were available and the clinician would have liked to review them all. Methods for reducing the false episodes were discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).